Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased high voltage lead impedance (hvli) noted on the right ventricular (rv) lead. The lead was replaced, and the high impedance was still noted. The event was resolved by replacing the device, and an acceptable impedance measurement was obtained. It was suspected that the high impedance measurement was not related to a lead malfunction. The patient was stable with no consequences.